Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correct data e1 missing phone number and h6 new information investigation results. Review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: probable cause: according to the facts found out from the investigation, the phenomenon was not reproduced, and the device passed all tests. This was why we could not identify a cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a no image problem. The issue was found during receipt inspection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found all video output signals and images were normal and stable. The device passed all functional tests. The device had an up-to-date main switch and software version 3.10. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.